Event description:
Per the clinic, the patient experienced shocking sensation with and without stimulation, and pain at the implant site. The device was explanted on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the date of this report.